Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The reported customer complaint of "no audio" was confirmed. The device was received at the service site for investigation and the failure was isolated to the main pcb. Information has been added to the database for trending purposes.